Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information: year of birth, weight, patient ethnicity and race were not provided. UDI number: (B)(4). Upc = (B)(4). Lot number = 3428a. Device available for evaluation: device is not expected to be returned for manufacturer review/investigation. Device evaluated by MFR, manufacture date: device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A female consumer stated she used j&j (B)(6) brand first aid hurt free non stick pad and that the product was sticking to the wound on the bottom of her foot and it was painful. The consumer stated she soaked her foot for a half hour to try to remove the product. Consumer stated she sought medical attention from her health care provider (hcp) and her hcp prescribed treatment for the event. Consumer stated the hcp prescribed an unknown antibiotic and unknown ointment. The symptoms have resolved.

Manufacturer narrative:
Johnson & johnson consumer, inc. Is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which johnson & johnson consumer, inc. Has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, johnson & johnson consumer, inc. Or its employees that the report constitutes an admission that the device, johnson & johnson consumer, inc., or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Device history records review was completed. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and product was manufactured per specification. The product was manufactured on december 21, 2018. If information is obtained that was not available for this follow-up medwatch, an additional follow-up medwatch will be filed as appropriate.